Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that act button was sticking. Blood glucose was unknown. Customer also reported that battery compartment was cracked. The insulin pump will not be returned for analysis.